Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving an unknown dose and concentration of an unknown drug via an implantable pump for non-malignant pain. The patient reported in (B)(6) of 2013 their pump was refilled, and "based on the dose that was shown," the patient reported they were overdosed. The patient reported their blood pressure plummeted, and they almost died. The patient reported the healthcare provider was able to turn the pump down to the lowest rate so they would not die. No further information was provided.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the consumer on march 19, 2018. The patient reported they were in the hospital in (B)(6)2013 due to a drug interaction (please refer to MFR report # 3004209178-2018-04531). The patient reported the hospital did not know, nor did the patient, that "the dose was too high." The patient reported they were overdosed. No further information was provided from the patient regarding the event.